Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had two reports of inappropriate anti-tachycardia pacing (atp) and shock delivery due to a sinus tachycardia or supraventricular tachycardia. There were no known or alleged adverse effects received/identified to date. A review of the data discovered that in both episodes, the shocks were delivered until therapy was exhausted.

Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.